Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had not been using the stimulator and had been experiencing extended and frequent ipg charging. It was noted that the ipg was in hibernation as there was difficulty in communication with the remote control. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.